Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that he is getting button error alarm on the pump. Customer's blood glucose at that time was 216mg/dl. Customer stated that he jump into the pool with the pump on. Advised customer that the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, missing end cap sticker, cracked reservoir tube, cracked reservoir window and cracked case near display window corners. No button error alarms noted. No button response noted due to corroded keypad traces. Moisture damage noted on the electronic assembly.